Manufacturer narrative:
(B)(6).

Event description:
It was reported that when using a cadd® cadd-legacy® plus pump whose sensor software had undergone an update, the device displayed a "no message" alarm. No patient injury.